Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. No relevant manufacturing issues were identified as all units met stryker specifications. The device was inspected and it was found that it was fractured into two pieces. The definite root cause could not be determined conclusively.

Event description:
It was reported that; during surgery, the pedicle marker broke at left side l5 when the surgeon was inserting the marker into the pedicle. The surgeon tilted the holder to distal during the insertion. After that, the broken part was removed. The surgeon used the other marker and continued the surgery.

Event description:
It was reported that; during surgery, the pedicle marker broke at left side l5 when the surgeon was inserting the marker into the pedicle. The surgeon tilted the holder to distal during the insertion. After that, the broken part was removed. The surgeon used the other marker and continued the surgery.